Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An eye care professional reported a decentered ablation during a lasik procedure on a patient's right eye. Post-operatively, the patient experienced coma, a subjective comet tail and fluctuation from day to day. Gap improves significantly as time goes by.

Event description:
Additional information was received. The sales representative informed that according to the surgeon, topographic follow-up treatment for the patient is planned for soon if readings allow.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4)

Event description:
Additional information was received. The patient was treated again with a topography guided treatment. First day post-operative second treatment, patient was normal. Medical advisor added that residual refraction should remain. The patient was previously informed about this by the surgeon.

Event description:
New information received. A field medical advisor informed that the surgeon wanted to treat the patient in his presence using topography guided treatment on the right eye. However, new measurements were different from the last measurements so a stable result could not be confirmed. It was decided together with the patient to wait again. A decision on follow-up treatment is now to be made in three months when another check-up is due.

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. A professor reported the patient presented himself to him to discuss further treatment options. The professor does not want to treat the patient with corneal refractive surgery. Therefore, a stable contact lens was fitted. The patient seems to be satisfied with this for the time being.

Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Review of the logfile for the day of treatment showed during the start-up in the morning, the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The logfile showed multiple successfully performed treatments. The related treatment could not be identified. The user performed an energy checks before each patient . The eyetracker was activated for all treatments that day. No error or relevant warning message were shown during the complete day. The energy was stable during the whole day. No abnormalities or deviations could be detected in the logfiles which could contribute the reported issue. No technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed the reported event. The manufacturer internal reference number is: 2020-11717.